Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
Despite multiple attempts to obtain additional information from the surgeon, no additional information has been received. The lens was returned to b+l. Visual inspection and all dimensional measurements were found to be within specifications. Lens evaluation did not identify any anomaly with the lens. The device history records were reviewed and there were no discrepancies or unusual finding that relate to the reported issue. Based on the current information, the specific root cause of the event could not be determined.

Event description:
It was reported that lens was explanted. The reason for explant was not provided. An anterior vitrectomy was performed and an anterior chamber lens was inserted. Two sutures were used during procedure. Additional information has been requested, but no additional information has been received. Reference MDR #1313525-2015-02104 for the delivery device that was used during lens implantation.